Event description:
It was reported that the 9800 system collimator was out of adjustment and the beam exceeds the visible field. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.